Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: l4/5 spondylolisthesis procedure: posterior lumbar interbody fusion/ additional transforaminal lumbar interbody fusion levels implanted: l4/5 it was reported that on an unknown date, post-op, cage broke and patient suffered with adjacent segmental disease. An additional surgery for extension to the upper segment was planned.